Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by that the patient's mother that her daughter's blood glucose level reached 450 mg/dl (25 mmol/l) while wearing the pod between 25 and 36 hours on the arm. She experienced increasing hyperglycemia despite multiple bolus attempts of 12 units of insulin in total. Following guidance from a diabetologist, the patient was taken to (B)(6) and saw dr (B)(6) who diagnosed diabetic ketoacidosis (dka) with ketones of 4.8 mmol/l (86 mg/dl). Symptoms included vomiting, dizziness, and lack of responsiveness to words or gestures, reacting only to pain stimulus. As treatment, insulin infusions were administered, and due to severe dehydration, the patient was given medication for nausea and vomiting. The patient was discharged after 1 day. Additionally, when the patient had recovered the daughter told the mother that she had banged hard against a corner with the pod but she forgot to tell her mother.